Event description:
The patient stated that, "over the past couple of weeks" after beginning use of infusion sets from a new box recently received, he observed a rash at his infusion site. He stated that the rash eventually turns to blisters that "pop" and are very painful. He noted that he would observe blister forming after 2 days of wear of an infusion set. He did not report a number of infusion sets for which this skin reaction occurred. He stated that he had a box of infusion sets that he received previously that he began using the response to the physiologic affect that appeared to relate to the box of infusion sets he recently received. He conveyed that he was able to wear the infusion sets from the box received previously for 3 days without reoccurrence of the skin reaction. He was shipped replacement product and the infusion sets in question were requested to be returned for evaluation. Although he had not discussed the skin reaction with a healthcare professional, he noted that he would contact his physician in the event of reoccurrence. During follow up, he reported that the skin reaction did not reoccur using infusion sets from a replacement box just received. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.